Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation. However, it has not been received.

Event description:
A reported incident involving bifuse/y-site of an extension set was found cracked during infusion. There was patient involvement and no harm was reported.